Event description:
Boston scientific crm received information that this atrial lead was found to be fractured as a result of subclavicular crush. The lead was surgically abandoned and replaced. There were no reported adverse patient effects.

Manufacturer narrative:
A new lead was successfully implanted. Since the abandoned lead will not be returned for analysis, boston scientific cannot confirm the clinical observations. This event will be updated if additional information is received. Additional information was received that a revision procedure was performed. This lead was reported to have exhibited increased pacing impedance measurements. The lead was ultimately explanted. No adverse patient effects were reported during the procedure.